Event description:
It was reported that the implant at tooth site #20 was removed due to peri-implantitis. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
H3 other text: summary investigation.